Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: after subcutaneous injection, it was found that insulin could not be injected, so I pulled it out and tried to push it, but found that the insulin pen could not be pushed. I came to the window of our emergency pharmacy and asked the pharmacist what was the reason. After careful examination, the pharmacist gave the patient a new needle and tried again, and the insulin could be injected successfully. According to this situation, the injection needle was blocked.

Manufacturer narrative:
H.6. Investigation: lot#0127334 DHR and related manufacturing records were reviewed, no abnormality was found. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. No actual defect sample returned, so a comprehensive evaluation and investigation cannot be conducted. Complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: after subcutaneous injection, it was found that insulin could not be injected, so I pulled it out and tried to push it, but found that the insulin pen could not be pushed. I came to the window of our emergency pharmacy and asked the pharmacist what was the reason. After careful examination, the pharmacist gave the patient a new needle and tried again, and the insulin could be injected successfully. According to this situation, the injection needle was blocked.